Event description:
It was reported via a trial that on (B)(6) 2008, the patient underwent stenting in the predilated left proximal circumflex artery with one 3.0 x 12 xience v stent and in the predilated mid left anterior descending artery with one 2.5 x 28 xience v stent. On (B)(6) 2010, the patient experienced a worsening in her heart failure that led to her demise at home. There was no additional information provided.

Manufacturer narrative:
(B)(4). The stent remains inside the patient. There was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Manufacturer narrative:
(B)(4). The stent remains in the patient body. A follow-up will be submitted with all relevant information.

Event description:
International affiliate reports the cage fractured during insertion. The broken fragments were removed and discarded and the remaining cage was implanted. There were no adverse consequences to the pt. As a compromised device was implanted, a medwatch report is being filed to document this event.